Manufacturer narrative:
(B)(4). Date sent to the FDA: 09/10/2015. (B)(4). Conclusion: actual device was returned for evaluation. Visual inspection was performed on device returned with the cannula cap detached from the cannula tabs and missing. The instrument was functionally tested and it worked as intended. The device was disassembled and no damages were found on the internal components. It is possible that the cannula cap detached due to excessive forces applied to the device during use.

Event description:
It was reported that the patient underwent bilateral inguinal hernia repair on (B)(6) 2015 and absorbable straps were used. During the procedure, the absorbable straps were used on the left side and were in the process of being used on the right side when the device fired differently. The tip of the device came off and upon retrieval was dropped from the trocar into the patient. After one hour of looking for it and checking in every location and even inside the trocar, the surgeon decided to leave it inside the patient. It is suspected to be in the lower right quadrant. The procedure was completed with a like device. The surgeon opined that the patient was good on follow up. It was reported that the surgeon had heard that the patient may have been admitted to another hospital on (B)(6) 2015 with biliary pain.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.